Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and the functional testing identified and confirmed the reported condition as a large leak located on the left edge of the bag which would have been obvious if present during filling. Magnified inspection of the leak location identified a gouge with scraches along the left side of the bag. Based on evaluation findings, in addition to the customer report of the leak being identified when the bag was removed from the box at the end user location, the condition was determined to have occurred during handling of the filled bag. Should additional relevent information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample is anticipated, but not yet received for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking along the middle left seam. The leak was discovered at the receiving facility when removed from the shipping box. This report documents no patient involvement or adverse events. No additional information is available.